Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the transfer set was found to be cracked and leaking. The location of the leak could not be specified. The transfer set had been in use for about one month at the time of the reported event. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. A visual inspection performed with naked eye noted a cracked main body. Functional testing including leak testing, clear passage testing and clamp function testing were performed with no issues noted. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The reported issue of "leak" was not verified because leak testing was performed with no issues. The reported issue of "cracked" was verified. The cause was not determined. Should additional relevant information become available, a supplemental report will be submitted.